Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, and a printed circuit board failure. This report is made based on results of investigation completed on 03/04/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2015 with the following findings: the display screen was dim and discolored. The pump powered on with no vibratory features. There were no voltage at the pins due to a cracked open trace on the power flex. Unrelated to the initial complaint, the audio bolus button cover was torn. (B)(4).